Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure of "camera head wiggly" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was wiggly. There were no reports of patient harm.